Manufacturer narrative:
Imperative care, inc. Received the zoom 55 catheter involved with this complaint and completed the device evaluation. Investigation confirmed the shaft breakage and suggested that an axial force was applied during the procedure, stretching the shaft materials prior to the device breaking. The manufacturing records for the zoom 55 catheter were reviewed, and demonstrated the product met all the design and manufacturing specifications. Based on the information provided and device investigation, the exact root cause could not be determined.

Manufacturer narrative:
The product is not available for return as it is retained by the hospital risk management department. The manufacturing records for this lot were reviewed and did not reveal any issues pertaining to design, manufacturing, or quality. As the device was not returned the exact root cause of the shaft breakage could not be determined.

Event description:
An 82-year-old female was treated for an occlusion at the m1/m2 segment. Access was obtained with a competitor guide catheter and was parked at the mid-cervical internal carotid artery (ica). After noticing a bend in the mid-cervical, the physician did not attempt to advance the guide catheter further. During first pass, the physician advanced a competitor aspiration catheter and a stent retriever through the guide catheter, opening the m1 segment. The physician then removed the aspiration catheter and stent retriever. In the second pass, the physician advanced a zoom 55 aspiration catheter over a zoom 35 aspiration catheter to the face of the clot at the m2 segment. While placing the zoom 35 catheter at the m2 branch, the physician felt resistance but indicated it was nothing out of the ordinary. The zoom 35 catheter was removed prior to aspiration in m2. Aspiration started and during removal of the zoom 55, the physician believed the catheter shaft broke as there was no tip movement noted. A snare was used to successfully capture and remove the separated zoom 55 piece from the patient. A replacement zoom 55 catheter was used to successfully remove the clot and complete the procedure. Tici 2c score was achieved. There were no patient sequelae reported. The patient passed away approximately 2 days after the procedure. The physician attributed the death to deteriorating patient condition.